Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device logs were not received from the customer. However, no abnormalities were found with the returned pump. The high pressure was not reproduced; therefore, the root cause of the high purge pressure could not be determined. The relationship between impella and hemolysis is unknown as no details were provided.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was on an impella 5.0 for mechanical circulatory support. During support, the device exhibited high purge and the patient experienced hemolysis. No further information is available.